Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead showed a confirmed fracture. The rv lead exhibited high and undefined impedance. A polarity switch occurred on the rv lead. The rv lead exhibited oversensing of noise with inhibition of pacing. Short v-v intervals were noted on the rv lead. The transvenous system was reprogrammed, it remained in the patient out of service and a leadless implantable pulse generator (ipg) was implanted. No patient complications have been reported as a result of this event.